Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer. Reportedly, the customer would continue to use the existing cartridge for insulin therapy.